Manufacturer narrative:
G4:30apr2021 b4:(B)(6)2021. Failure analysis on the returned cpu board shows that the customer complaint was verified. Root cause is failure of ls1. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jan2021.

Event description:
The customer reported that the unit was in use on the patient, but there was no patient harm reported. The unit was swapped out. There's no delay in therapy or medical intervention reported. The customer contacted product support and requested service repair. The medical engineer (me) reported reproducibility was observed in the me room. The service technician reported the occurrence of the "backup alarm failed" alarm was observed, so the central processing unit (cpu) board was replaced, and the phenomenon was resolved.